Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the device of a pacemaker dependent patient. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.